Event description:
Patient was implanted with wrist fusion plate and six screws placed dorsally and spanning the radius to the 3rd metacarpel on an unknown date. Reportedly there was a lack of fusion and subsequently required revision surgery. Patient was returned to the or on (B)(6) 2012 for removal of hardware. The surgeon removed the plate and found a fracture of the 3rd metacarpal also due to the lack of fusion. The wrist fusion was revised with a short bend titanium fusion plate, three 2.7mm titanium cortex screws and four 3.5mm titanium cortex screws. The revised plate was shifted to a 2nd metacarpel for fixation in a different bone. The fractured 3rd metacarpal was fixed with a single 2.7mm cortex screw. There was also placement of a crushed cancellous allograft. It was reported the patient had three previous surgeries on her left wrist, dates and surgeon unknown. This is 6 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.